Event description:
Same case as: 2134265-2009-06076, 2134265-2009-06080. It was reported that during a coronary drug eluting stenting treatment procedure, a cutting balloon became stuck on a wire and withdrawal difficulties occurred. The highly stenosed eccentric lesion was located in a calcified and non-tortuous proximal left anterior descending artery to the distal left main artery. The physician was having trouble advancing a 3.5x10mm flextome cutting balloon to the lesion, so a second 182cm luge j wire was used to buddy wire. The cutting balloon was then able to advance to the distal portion of the lesion, which was just proximal to the first diagonal artery. The cutting balloon was inflated twice, but when the physician attempted to remove the device, resistance was felt. The cutting balloon, both j wires and the cls 3.5 guide catheter were removed together. When the devices were examined outside of the pt it was noted that one of the j wires and the cutting balloon were stuck together. The physician then rewired with another 182cm luge j wire and advanced a 3.5x32mm taxus liberte' drug eluting stent to the lesion. The stent was deployed at 14 atms, but the physician experienced balloon withdrawal resistance. The physician inflated a second time to 16 atms and the balloon was still attached to the deployed stent. The stent delivery system was then advanced forward and backward with no release of the balloon. The physician then advanced a j wire, and backed off the guide catheter and using the j wire as an anchor was able to release the balloon from the stent. The procedure was completed at this time. No pt injuries or complications occurred.

Manufacturer narrative:
(B)(4).